Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06299. It was reported that the patient experienced ineffective stimulation. The patient was evaluated by the physician prior to explant, but ultimately had the entire system explanted due to the inadequate pain relief.